Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at time of incident and current blood glucose level was 145 mg/dl. The customer reported that the was treated with glucagon. It was reported that the battery thread was damaged and the plastic case on the pump was cracked. It was reported that in the alarm history they found the no delivery alarm. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised that the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No anomalies noted. Unit received with broken battery tube threads.